Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to soft tissue problems. The patient was not reimplanted with a new device as at the time of this report.